Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user niece called, stating that her uncles chair needed repaired. She stated that the wheel was coming off.